Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right ventricular (rv) lead was surgically explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.